Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced on 03/03/2015. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.